Event description:
Npb received info that a nursing home, an als diagnosed pt with a described 20 second pulmonary reserve, clinically decompensated and required emergent transport to a hosp as a result of the ks330 ac power cord becoming disconnected while the staff was transferring the pt from a bed to a chair.